Manufacturer narrative:
The complaint of blood leaking from the IV catheter was confirmed; however, the root cause could not be determined. One photograph of a 20ga nexiva IV catheter was provided for investigation. The sample exhibited evidence of use, and the needle had been removed from the catheter. What appeared to be blood residue was visible on the external surface of the catheter adapter near the septum. Fluid can leak from this location if the septum is misaligned or damaged. While the septum condition could not be determined from the image, a trend for leaks at this location indicates that the cause of the reported issue could be manufacturing related. Without the physical sample, the root cause of the reported issue could not be determined. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Event description:
This occurred on (B)(6) 2025. We had another instance of blood leaking from the end of the IV catheter on product 383556. This caused the patient to be stuck a second time.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.